Event description:
A doctor alleged that three (3) patients had experienced the optibond xtr and nx3 product setting up too quickly. This is the third of three (3) reports.

Manufacturer narrative:
Specific patient information with regard to age, gender, and weight was not provided. The doctor reported that the crowns were replaced for the patient using a different product. To date, the patient is doing fine. An 'adhesive strength' test of the returned product was evaluated, yielding results within specifications. A DHR review revealed that there were no deviations from the manufacturing process. In addition, no similar complaints were received with regard to this lot. Specific patient information with regard to age, gender, and weight was not provided. The doctor reported that the crowns were replaced for the patient using a different product. To date, the patient is doing fine. An 'adhesive strength' test of the returned product was evaluated, yielding results within specifications. A DHR review revealed that there were no deviations from the manufacturing process. In addition, no similar complaints were received with regard to this lot.